Event description:
It was reported that the patient experienced a shocking/jolting sensation in the shoulder when the patient raised/lowered his left arm. The patient also had a loss of therapeutic effect. The device was placed on the left side of the body but the lead went to the right side of the brain. The patient had been playing with his child on (B)(6) 2012 when the child's hand hit the lead/extension and the issues began. A full range of impedances were run (when tremor is controlled, when tremor is not controlled, with shocking sensation, etc) and it appeared that there was an issue with electrode 6 on the right lead. The left lead appeared to be intact. Interventions/outcome were not reported. Additional information was requested.

Manufacturer narrative:
Extension: model 7482a51, serial# (B)(4), implanted: (B)(6) 2007, explanted: na. Extension: model 7482a51, serial# (B)(4), implanted: (B)(6) 2007, explanted: na. Adaptor: model 64002, lot# n218348, implanted: (B)(6) 2010, explanted: na. Programmer: model 37642, serial: (B)(4). Lead: model 3387s-40, lot# v031485, implanted: (B)(6) 2007, explanted: na. Lead: model 3387s-40, lot# v027834, implanted: (B)(6) 2007, explanted: na. (B)(4).